Event description:
I've had drastic changes in my health starting after the essure devices were implanted in 2009, clearly shown in a definite timeline of my medical records with my primary care doctor and prior gynecologist. I went from having a few symptoms to each add'l symptom over time happening faster as time has gone on. In the beginning I had low back pain that radiated into my legs after being on feet doing activities for long periods of time, brain cloudiness, brain fog, trouble concentrating, forgetfulness, weight gain of approx 15-20 pounds within the first two months after essure was implanted, and no matter what I did, could not lose it. Symptoms also of heavy bleeding/menses expelling large blood clots/severe pelvic pain, blurred vision, forgetfulness, fatigue, trouble breathing, unbelievable joint and muscle pain that turned over time to severe burning in muscles and joints with hardly any exertion, severe headaches, chest pains, heart palpitations and skipping beats/svt/rapid heart rate, nausea, (ER visit in 2012 due to tingling in hands, feet, nose and lips, blacking out with pain radiating up into my back and into my head, limbs turning blue, inability to breathe), constipation, loss of taste and smell/metallic taste, hair loss and painful scalp acne with severe headaches when acne breaks out, increased severity in prior symptoms of depression and anxiety, insomnia, new allergy/sensitivities I've never had before to several foods and plants, skin reddened and sometimes splotchy and purplish on backs of upper arms above elbows, unexplained fevers, breast pain, possible endometriosis or adenomyosis with pelvic pain/shooting at time down into my legs, white vaginal discharge sometimes clear but never any smell, dizziness on exertion, general skin/body ache resembling flu symptoms with swollen feeling throughout body, raynaud's disease and symptoms of multiple sclerosis/autoimmune problems, and recently in the last three months, I started having essential tremors with stuttering when trying to talk off and on with headaches turning to migraine intensity. I finally had the essure coils removed a week ago, (B)(6) 2013. My gynecologist did a laparoscopic assisted hysterectomy, and said he did not see the coils because he took my uterus and fallopian tubes out in one piece. I have my postoperative f/u appointment next week with him.